Event description:
After a pt's mammogram on (B)(6) 2012, in which bella blankets protective coverlets were used, her skin turned red everywhere it had touched bella blankets. The skin was not raised and there were no hives or itching / discomfort. A nurse followed up with the pt and the redness was gone by the time the pt got home.